Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively in ent procedures they mentioned septoplasties, the surgeon finds that the needle keeps breaking off from the thread, the suture is fraying, and it is coming out of the pack with knots in it. Five unopened sutures will be returned for analysis but the rep is unsure if they are all from the same lot number that has the issue. The account has not provided any more information other than that it has happened in numerous cases and do not have one specific patient event. No patient details are listed.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of five devices. The visual inspection and functional evaluation of the samples had ac ceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturers¿ quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.